Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Communication between the returned sensor and known good reader was attempted. Reader successfully communicated with the returned sensor. A scan timeout error message was not observed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email received regarding an error message alarm issue with the use of the abbott diabetes care (adc) device with resulted with the customer being unable to obtain glucose readings and glucose alarm alerts. The caregiver stated that the customer did not experience symptoms of glycemic instability, however, was administered insulin by the insulin pump by the caregiver for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email received regarding an error message alarm issue with the use of the abbott diabetes care (adc) device with resulted with the customer being unable to obtain glucose readings and glucose alarm alerts. The caregiver stated that the customer did not experience symptoms of glycemic instability, however, was administered insulin by the insulin pump by the caregiver for treatment. There was no report of death or permanent impairment associated with this event.